Event description:
A customer contacted beckman coulter regarding erroneously low rbc and hemoglobin (hgb) results from a single pt that were generated by the coulter ac t diff instrument. The rbc result was 2.85 x 10 6 cells/ul. The hgb result was 9.0g/dl. The results were believed to be erroneous when compared with higher results obtained at the hosp a day before this event. The results obtained at the hosp: the rbc result was 3.6, the hgb result was 11.5. The hosp units and method have not been provided. The customer indicated that there was no change to pt treatment that can be attributed to or connected with this event.